Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7075200, UDI: (B)(4).